Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body revealed that the lead was severed and two segments were returned. Laboratory analysis confirmed the induced explant/revision damage to the outer insulation. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricle (rv) lead was explanted due to dislodgment it was discovered by x-ray. This was reported during a follow-up and the physician reported that the lead was cut inadvertently during the revision. A new lead was successfully implanted. No additional adverse patient effects were reported. This device has already returned and analysis is expected.